Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between transmitter and smart phone that occurred on (B)(6) 2016. Patient was advised to turn off bluetooth. No additional patient or event information is available.